Manufacturer narrative:
The reported remaining insulin reading issue is not likely to cause an adverse event since the pump was alarming to alert the patient of an empty cartridge before the cartridge had run out of insulin. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and stated that there was still insulin in the cartridge when the pump was reading that the cartridge was empty. The patient stated that he has lost confidence in the pump and requested the pump be replaced. This complaint is being reported due to the allegation that the pump was not functioning as expected. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: a review of the pump¿s history only showed alarms and warnings related to typical usage. During testing, a load, rewind, and prime sequence was performed successfully. A cartridge was filled with 100 units and was correctly recognized by the piston rod. A 10 unit audio bolus and a 10 unit normal bolus were performed successfully. The pump then correctly calculated the remaining 90 units and then 80 units remaining after each bolus. A low cartridge and empty cartridge warning was reproduced during testing and the pump was able to alert correctly and verified the correct units remaining after each alert. No hyper sensitive keypad buttons were observed during evaluation of the pump.